Manufacturer narrative:
Additional information- d10, g4, g7, h2, h3, h4. H6, h10. The device was received for evaluation. The device failed stroke and max power test at incoming inspection. The device history record (DHR) documentation was reviewed with no anomalies related to the reported failure. The reported complaint was confirmed.

Manufacturer narrative:
The device was not yet returned to the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the c2602 cusa excel 36khz straight handpiece was not functioning properly. There was no known patient injury or surgical delay. Additional information has been requested.